Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen. The patient stated the cgm was displaying 100 mg/dl, went into a hypoglycemic state and blacked out. He stated his wife performed a finger stick while he was still out of it and the bg meter was displaying 30 mg/dl. She provided the patient with carbohydrates and paramedics were not called as the patient became stable after taking in the carbohydrate. At the time of contact, the patient was doing good. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. Patient was under 2 years old. It was reported that the patient used multiple bg meters throughout the same sensor session. Labeling indicates: the dexcom g6 continuous glucose monitoring system (dexcom g6 system) is a real time, continuous glucose monitoring device indicated for the management of diabetes in persons age 2 years and older. Labeling indicates: same meter: always use the same meter during your sensor session. Meter and strip accuracy vary between meter brands. Switching within a session might cause g6 readings to be less accurate. Also make sure meter date and time match your display device date and time. No additional event or patient information is available.